Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's parent reported paying a hacker to hack the patient's device. It was indicated the hacker was not near the patient at the time of the hacking. It was stated the hacker would provide the parent with the information obtained and the parent will forward it ¿today.¿ the device remains in use and no patient complications have been reported as a result of this event.